Manufacturer narrative:
The serial number of the device was not provided, approximate age of device and manufacture date are not known. The mobile power unit remains in clinical use and the patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported during a routine log file review by the technical service representative that the lvad system produced a low power hazard alarm while tethered to the mobile power unit. The observation noted was either the power cord coming loose from either the mobile power unit or the wall outlet. The system controller's backup battery continued to run the lvad system during this time. Additional information has been requested but has not been provided.

Event description:
Additional information: additional information was provided by the vad coordinator indicating that the patient could not remember if the mobile power unit came loose from the back of the unit or from the wall. The patient was notified to make sure the unit is plugged in at all times. The patient had received the v-lock power cable in (B)(6) 2017.

Manufacturer narrative:
The mobile power unit was not returned for analysis and remains in use. Evaluation of the submitted log files confirmed low power hazard alarms while the patient was supported by the mobile power unit (mpu); however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. Multiple low power hazard alarms were captured on (B)(6) 2018. These appeared to be caused by a loss of ac power while the system controller was connected to the mpu. The rsoc dropped from the expected ~12v down towards ~2.6v over the course of 2 seconds. The system operated on the system controller backup battery until the power to the mpu was restored. No additional atypical alarms were captured for the remainder of the file. The pump speed did not drop below the low speed limit of 5400 rpm for the duration of the file, including the low power hazard events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.